Event description:
Attempted to use gold probe injector needle it was not recognised by the erbe unplugged removed and switched machine off turned machine on re plugged in still did not recognise equipment removed from scope and non-injector gold probe plugged in and used without problem.